Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Email address unknown / not provided. PMA/510(k) number:k011245 and k002188.

Event description:
It was reported the implant fractured at the collar and was removed. Discomfort was reported as a result of the event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered sp 3.7mm 12m m octagon (spb12) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the middle collar. No pre-existing conditions were noted on the per. The reported device was location is #36 and was used for approximately 3 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for swissplus® and tapered swissplus® implants 9667 rev 2 - 10/19. Information identified: 'warnings, precautions'. DHR review: DHR review was completed for the subject lot number (63785761). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63785761) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture : implant. Post market trend review: based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.